Manufacturer narrative:
The insulin pump alarmed button error and the esc and act button had no button response due to corroded keypad traces. The device had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, and broken battery tube threads. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and she took the batter out and it reset the device and was able to continue use of the device. Customer's blood glucose was 131 mg/dl. Customer was getting ready to make lunch when the alarm occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.